Event description:
Needle breakage. Customer reports that needle broke during bladder surgery. States that neeedle was retained in the patient. X-rays were taken and the needle visualized. There are no reported adverse consequences to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.